Event description:
It was reported that pump displayed malfunction alarm code and customer had not experienced any notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm returned, which customer acknowledged and understood.